Event description:
It was reported that after properly inserting the interbody device, the surgeon pulled on the threaded inserter, and it came out of the interbody space with the tip missing. The cage was well positioned. X-ray confirmed a piece of metal in the patient. The fragment was immediately removed. There are no reported patient complications.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Visual examination confirms the inferior tang is broken off. Microscopic examination of the fracture surface suggests a fairly brittle fracture, with no indication of fatigue. The direction of fracture initiation is consistent with failure due to sharp corner at the base of the inserter tangs resulting in stress concentration and failure during usage.